Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the da vinci product with an alleged issue be returned to perform failure analysis testing. However, as of the date of this report, no product has been received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) tips cover accessories fell off the instruments inside the patient. The surgeon retrieved the mcs tip cover accessories and used a monopolar cautery instrument with a hook tip to complete the procedure. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument and mcs tip cover accessory were inspected prior to use and no damage was observed. The mcs tip cover was retrieved with a grasper. The surgeon did not notice any issues with the functionality of the mcs instrument during the surgical procedure. The mcs tip cover accessory was properly installed during the surgical procedure and no part of the orange surface was visible after the mcs tip cover accessory was installed. The mcs tip cover accessory was not installed beyond the orange surface. The installation tool was used. There was no difficulty in removing the instrument and mcs tip cover accessory. The instrument wrist was straightened upon removal. The procedure was robotically completed. The mcs tip cover accessory and instrument were not available for return to isi for evaluation. No image or video were available for review.